Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had exhibited rising thresholds and increasing impedance to the current high threshold level and high impedance. During the lead replacement procedure the physician attempted to pass the lead through an area of known stenosis, but was unable to get the lead to pass. An excimer laser was utilized to create an opening when the patient suddenly had no heart rhythm and cardiac stimulation was ineffective at the max output. A provisional pacemaker through the vena femoralis could not help at an electromechanical decoupling. The patient was connected to extracorporeal membrane oxygenation (ECMO) which was also unsuccessful and the patient expired.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.